Manufacturer narrative:
A portion of the percutaneous lead was returned only. Manufacturer's investigation conclusion: although the reported low speed and pump stop events were confirmed through the analysis of the submitted log file, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log file contains data from 25dec2019 through 11feb2020. The pump appeared to function as intended, above the low speed limit for the duration of the file until 05feb2020, when the pump stopped. Following the pump stop event, the pump ramped back up to its set speed without issue. The pump operated above the low speed limit until 11feb2020, when the file captured a low speed event before returning to its set speed. These events were associated with low speed and low flow hazard alarms. The low speed and pump stop events were observed while the patient was supported by the power module. Based on heartmate ii complaint history and similarly reported events, the events captured in the log files appear potentially consistent with a driveline wire issue; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on 13feb2020 under work order# 81840 and approximately 20.5¿ of the external portion of the driveline was returned for evaluation. Additional segments of the outer silicone jacket, as well as the bionate layer were returned with the driveline. It was noted that a previous clamshell repair was observed (reported under MFR # 2916596-2019-05768). The pins of the metal connector appeared free from deformation. The replaced driveline was tested for electrical continuity in the condition that it was received and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. No damage was observed to the outer silicone jacket. Upon removal of the outer silicone jacket, the bionate layer had discoloration but no damage was observed. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline; however, severe breakdown of the metal braided shield was observed at approximately 2 to 3.5¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the driveline repair, the account communicated that the patient was transplanted on (B)(6) 2020 and was doing well. The patient was not symptomatic prior to transplant. The account also communicated that the pump will not be returned for evaluation. The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient handbook also contains important warnings relating to pump stops and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii lvas IFU, is currently available. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Heartmate ii lvas patient handbook, is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transplanted on (B)(6) 2020. The patient was not symptomatic prior to transplant. The pump was not returned for evaluation. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low speed advisories and a pump stop. This type of behavior has been linked to potential issues with the percutaneous (perc) lead. A perc lead repair was performed on (B)(6) 2020. The entire external section was replaced so another perc lead repair is not possible. No further information was provided.